Event description:
It was reported that pre-op, there was visible nerve that is not read on monitor of nim console, the procedure was completed without nerve monitoring, the patient interface involved in the event was working fine. There was no patient involvement.

Manufacturer narrative:
H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:analysis found that customer's reason for return hasn't been confirmed. The stim #1 knob is bent, one screw inserter from the upper enclosure is broken, no anomalies have been found and the software present is 1.7.5. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.